Manufacturer narrative:
Initial reporter zip code continued: (B)(4). Adverse event problem health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone migration

Event description:
Healthcare professional reported a left side "rupture, lymphadenopathy, and silicone migration". Device has been explanted and replaced with a non-allergan device.